Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was receiving no delivery alarms. She did troubleshooting already by changing the set but is getting another no delivery alarm. Her blood glucose is between 300-400 mg/dl. She declined troubleshooting for the high blood glucose and wants the pump replaced. She was advised to discontinue use of the insulin pump and to revert to the back-up plan per her doctor¿s instructions. The insulin pump will be returned for analysis.